Manufacturer narrative:
(B)(6). Device evaluated by MFR: the wallstent uni device was returned for evaluation. The stent was returned partially deployed by 7mm. The stent was deployed without issue, and no issues were noted with the stent. The investigator measured the deployed stent with calibrated ruler, and the measurement of the stent was approximately 90mm. A visual examination identified no damage or issues with the stent cups or stent holder of the returned device. A visual and tactile examination identified no issues with the tip of the device and to the shaft. No other issues were identified during the product analysis.

Event description:
It was reported that the stent profile problem occurred. The stenosed target lesion was located in the superior vena cava. A 75cm wallstent endoprosthesis self-expanding was selected for use. During the procedure, the stent could not be deployed as it was found that the length of the stent may be to the heart. The original stent measured 90 mm but was 150 mm inside the patient. The procedure was complete with another of the same device. There were no further complications noted as a result of this event and the patient status was stable post procedure. It was further reported that the target lesion was 70% stenosed, mildly tortuous, and moderately calcified. The product inner pouch matches the outer carton/shelf carton. The stent was found to be the wrong size to the lesion length while inside the patient's body, with 1/3 of it inside the patient's heart. The stent was fully re-constrained during withdrawal.

Event description:
It was reported that the stent profile problem occurred. The stenosed target lesion was located in the superior vena cava. A 75cm wallstent endoprosthesis self-expanding was selected for use. During the procedure, the stent could not be deployed as it was found that the length of the stent may be to the heart. The original stent measured 90 mm but was 150 mm inside the patient. The procedure was complete with another of the same device. There were no further complications noted as a result of this event and the patient status was stable post procedure. It was further reported that the target lesion was 70% stenosed, mildly tortuous, and moderately calcified. The product inner pouch matches the outer carton/shelf carton. The stent was found to be the wrong size to the lesion length while inside the patient's body, with 1/3 of it inside the patient's heart. The stent was fully re-constrained during withdrawal.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the stent profile problem occurred. The stenosed target lesion was located in the superior vena cava. A 75cm wallstent endoprosthesis self-expanding was selected for use. During the procedure, the stent could not be deployed as it was found that the length of the stent may be to the heart. The original stent measured 90 mm but was 150 mm inside the patient. The procedure was complete with another of the same device. There were no further complications noted as a result of this event and the patient status was stable post procedure.